Event description:
A simplygo device was returned to the third-party service center for service with an allegation of the device won't turn on. The customer's complaint was confirmed. During the evaluation it was noted that the device's printed circuit board was burned, the unit could not be turned on, sieves were clogged, and flex cable had burned marks. There is no information available about the hours, firmware and software of the device. The inlet filter was replaced due to preventative maintenance. In conclusion, the device's printed circuit assembly and front enclosure will need to be replaced. The investigation is ongoing. The device will be forwarded to the manufacturer service center for further investigation.